Manufacturer narrative:
Unit received with operating currents within spec. No unexpected battery out limit or low battery alarms were noted. Received with unresponsive up arrow button due to corroded keypad traces. Unable to perform prime test due to keypad anomaly. Unit received with cracked case at display window corners. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.